Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. Concomitant products included intrauterine contraceptive device (iud nos) for irregular menstrual cycle. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), paraesthesia ("tingling in her arms"), hypoaesthesia ("numbness in her arms"), musculoskeletal stiffness ("stiffness in the body"), confusional state ("became so confused"), inflammation ("inflammation in the shoulders"), arthralgia ("pain going through her hips / painful knees"), pain in extremity ("pain down her thighs"), sleep disorder ("problems sleeping"), alopecia ("hair loss"), ovarian cyst ("cysts on her ovaries"), abdominal distension ("feeling bloated"), menstruation irregular ("very irregular menstrual cycle"), fatigue ("worn out and tired the whole time"), fibromyalgia ("fibromyalgia"), memory impairment ("forgetful") and disturbance in attention ("struggles with concentration") and was found to have weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, paraesthesia, hypoaesthesia, musculoskeletal stiffness, confusional state, inflammation, arthralgia, pain in extremity, weight increased, sleep disorder, alopecia, ovarian cyst, abdominal distension and fibromyalgia outcome was unknown and the menstruation irregular, fatigue, memory impairment and disturbance in attention had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, confusional state, disturbance in attention, fatigue, fibromyalgia, hypoaesthesia, inflammation, memory impairment, menstruation irregular, musculoskeletal stiffness, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, sleep disorder and weight increased to be related to essure. The reporter commented: patient is waiting for surgery to remove her essure implants. Amendment: the report was amended for the following reason: nullification: this record was detected to be a duplicate of record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. Concomitant products included intrauterine contraceptive device (iud nos) for irregular menstrual cycle. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), paraesthesia ("tingling in her arms"), hypoaesthesia ("numbness in her arms"), musculoskeletal stiffness ("stiffness in the body "), confusional state ("became so confused "), inflammation ("inflammation in the shoulders"), arthralgia ("pain going through her hips / painful knees"), pain in extremity ("pain down her thighs"), sleep disorder ("problems sleeping"), alopecia ("hair loss"), ovarian cyst ("cysts on her ovaries"), abdominal distension ("feeling bloated "), menstruation irregular ("very irregular menstrual cycle"), fatigue ("worn out and tired the whole time"), fibromyalgia ("fibromyalgia"), memory impairment ("forgetful") and disturbance in attention ("struggles with concentration") and was found to have weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, paraesthesia, hypoaesthesia, musculoskeletal stiffness, confusional state, inflammation, arthralgia, pain in extremity, weight increased, sleep disorder, alopecia, ovarian cyst, abdominal distension and fibromyalgia outcome was unknown and the menstruation irregular, fatigue, memory impairment and disturbance in attention had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, confusional state, disturbance in attention, fatigue, fibromyalgia, hypoaesthesia, inflammation, memory impairment, menstruation irregular, musculoskeletal stiffness, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, sleep disorder and weight increased to be related to essure. The reporter commented: patient is waiting for surgery to remove her essure implants. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.